Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed at the distributor. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. The cause for the inability to power on was a defective ca board. The patient did admit to dropping the monitor. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.